Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The blood glucose results were 329, 342, 359 and 118 mg/dl. Tests were done within 11-20 minutes. Patient did not experience any adverse events. No further information has been reported.